Event description:
This complaint is reportable based on additional info received on 04/22/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. Additional info indicated withdrawal difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified unk lesion. The 2.50x12mm taxus express2 stent was advanced to the target lesion, but was unable to cross the lesion. The physician exchanged the unspecified guide catheter and it was noted that the physician experienced withdrawal difficulties when removing the taxus express2 device. The physician was able to successfully remove the device and complete the procedure with another device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context as device performance was limited due to anatomical procedural factors. (B)(4).